Event description:
Additional information was received on (B)(6) 2022. The patient reported that their device was still not working and explained that at least a year ago they had seen their doctor about the issue and the doctor told them the lead on their right side had moved over to about the center of their back. The patient believes the lead moving was the cause of feeling stimulation on their left side (instead of their right side) when they activate the right side. The patient wants the lead moved back to where it was before so they can get relief on both sides again. The patient stated they were going to start seeing a new doctor. They requested to meet with a manufacturer representative(rep). They were redirected to their doctor to schedule an appointment with a rep to address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a160 lot# serial# (B)(6) implanted: 2016(B)(6) explanted: product type lead product ID 977a160 lot# serial# (B)(6) implanted: 2016(B)(6) explanted: product type lead product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, lot# serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a160, lot# serial# (B)(4), implanted: (B)(6) 2016, product type lead, product ID neu_unknown, lot# serial# unknown, product type unknown. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 11-apr-2020, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 11-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient did not use the therapy for a while because his back was not hurting but his back started hurting again in october or (B)(6) 2019. The patient got out his external devices and he was not able to use the device with the help of his daughters. It was then reported that the patient was in so much pain and asked if a manufacturer representative (rep) could meet with him and their healthcare professional (hcp). In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated. Additional information was received from the patient. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated he has a couple of problems. Hcp told them to call medtronic. Pt stated he has 2 leads; one on the left and one on the right side. About 1.5 years ago the hcp that installed the ins told pt that the right lead has moved over to the left side. Pt stated he has been in the hosp a lot lately for some other problems unrelated to the ins/ therapy. Pt stated he was taking oxycodone so did not notice the pain issues in his back. Now he would like to get therapy working to try to help his pain. Pt stated he cannot get the ins to work at all. Pt has not used or charged the ins in a year. Pt stated he had a mini stroke about a year ago and does not absorb instruction as a result of that stroke. Pt requested to work with a field rep in person to get the ins restarted. Pt stated he is in fond du lac wi area. Pt stated he called before and someone explained how to do the steps to connect to his ins but it didn't work and he couldn't remember. Asked unknown date information. The patient was redirected to their healthcare provider to further address the issue.